Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that a pump had a system fail alarm, force sensor test on start-up. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: b5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on 25-oct-2022 via email and attached to the complaint object: no patient harm event was recorded with this repair.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed no external damage and the battery was missing. Review of the event history log showed an occurence of "force sensor test." "Force sensor test" was duplicated on start-up during functional testing. The investigation determined that the force sensor being out of calibration was the cause of the reported issue. Recalibration was performed and the issue was resolved. As a preventive measure the force sensor was replaced. Service history review identified this device has not been in for service previously. With no indication of a manufacturing defect found during evaluation, no device history review was performed.